Event description:
The patient stated the v-go device started to come off a few weeks ago a total of 3 or 4 devices, after the patient takes a shower. The patient stated that she wears scrubs for work and that the scrubs might be causing interference with the v-go device and patient wears a compression camisole to help with the v-go from moving around and causing discomfort. The patient stated that she applies lidocaine to that application site prior to preparing it with an alcohol swab.